Event description:
The doctor was using a neuroform stent on a patient when the stent deployed prematurely in the patient's carotid artery. The stent floated distally and collapsed in on itself. The doctor successfully snared the stent and removed it from the patient who was not harmed.